Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: updated: b4, b5, g3, g6, h1, h2, h3, h4, h6, h10. Corrected: d9. An offset rasp handle was returned. Visual evaluation identified the following: the pin is fractured and the fractured piece has not been returned. The locking cam is missing. Device exhibits wear and tear consistent with use over a field age of approximately 15 years. No other damage was noted. Medical records were not provided. Review of the device history records and receiving inspection reports identified no deviations or anomalies during manufacturing. Supplier's device history records were not reviewed as the device exhibits wear and tear consistent with use over a field age of approximately 13 years. Review of the rir confirmed that the raw materials utilized were conforming to specifications and all products of the lot were accepted by zimmer biomet. Root cause was determined to be wear and tear from repeated use over time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a 45 degree left rasp handle didn't lock on rasp, upon closer inspection the locking pin that engages post on rasp has broken off. No further information is available at this time.